Manufacturer narrative:
Investigation: no samples (including photos) were returned. Therefore, the complaint could not be confirmed and the root cause could not be determined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h.10.

Event description:
It was reported that 1 syringe 0.3ml 31ga 8mm had foreign matter on device cannula or in the fluid path. The following information was provided by the initial reporter :   the consumer reported that syringes have had some fluid in the barrel straight out of the packaging and when the plunger was depressed to remove initial air from syringe this small amount of clear fluid, which looked to be more viscous than water, actually came out from the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date : unknown. Initial reporter city and state : unknown, reported through (B)(6). Initial reporter zip code : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 syringe 0.3ml 31ga 8mm had foreign matter on device cannula or in the fluid path. The following information was provided by the initial reporter :   the consumer reported that syringes have had some fluid in the barrel straight out of the packaging and when the plunger was depressed to remove initial air from syringe this small amount of clear fluid, which looked to be more viscous than water, actually came out from the needle.